Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colon resection with anastomosis. According to the reporter: the customer states that it was not possible to remove the device after the firing and cutting as if it was stuck due to the staples or maybe because it had not made a clean cut. When removing it, the donut that remained in the anvil was stuck to the anvil. There was unexpected tissue loss as they had to slowly turn the device in order to remove due to the tissue that was stuck in the anvil. The anastomosis was checked and a small bubbling was detected. This was resolved by oversewing the area. No reinforcement material was used. Two days after the pt's condition worsened (bleeding present in the drainage, no transfusion was needed and less than 500 ml bleeding) and was returned to the operating room on an urgent basis on the evening of (B)(6) for an open surgery. Bleeding was observed coming from the staple line. Another eea31 (unknown lot) was used and the anastomosis with 2-3 cm leak was resolved. The pt was in ICU for 4 or 5 days...